Event description:
It was reported through factory svc findings that the unit had a "preamp ext. Reference fail" error code. No pt involvement.

Manufacturer narrative:
Result: (device performs to specifications). The device is an automatic external defibrillator and the actual device involved was evaluated. During a factory svc repair, the tech identified a single preamp reference failure error code entry in the device log. Testing does not indicate any failure or malfunction of the device (result code). The investigation revealed that the device performs to specifications (conclusion code). Cause of the error code in the device log is inconclusive. The device was upgraded, tested and returned to the customer.